Event description:
Account complained of low or zero results for patient samples that are normal when repeated. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepant values.